Manufacturer narrative:
Upon follow-up, it was reported that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was further described as the patient made a mistake (not further specified). The patient was not hospitalized for the event. At the time of this report, antibiotic treatment was stopped and the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 g, route, frequency and duration were not reported), ceftazidime injection (1 g, route, frequency and duration were not reported) and amikacin injection (125 mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.